Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received radio frequency failed self-test. Customer was not able to troubleshoot due to being at work. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency boards. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.